Event description:
The customer observed falsely decreased sodium results for several patients on an architect c16000 analyzer. The following example was provided (customer¿s normal range is 135-145 mmol/l): patient 2 initial result was 115, repeat result, on another analyzer, is 139 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium results on an architect c16000 processing module, serial number (B)(6). Through an extensive investigation, the fsr found the tbg overflow cup-lower wst man (rohs), part number 2-89426-02, needed to be cleaned due to overflowing, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased sodium results for several patients on an architect c16000 analyzer. The following example was provided (customer¿s normal range is 135-145 mmol/l): patient 2 initial result was 115, repeat result, on another analyzer, is 139 mmol/l. There was no impact to patient management reported.